Manufacturer narrative:
Not applicable, as there is no indication there was patient contact with the product. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2023. If implanted, give date: not applicable, as there is no indication there was patient contact with the product. If explanted, give date: not applicable, as there is no indication there was patient contact with the product. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged. No other information was provided.